Manufacturer narrative:
The outcome attributed to adverse event was broke a tooth. The event date is approximate. The protective clean is a power toothbrush system. The device serial numbers information was not provided during complaint intake.

Event description:
The consumer reported that their sonicare toothbrush broke their tooth.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.